Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose level increased to 16 mmol/l (288 mg/dl) while wearing the pod between 49 and 71 hours. Insulin was observed leaking from the pod, and upon closer inspection, the cannula was found to be dislodged from the infusion site (leg). The adhesive was confirmed to be secure during wear. As treatment, the pod was removed and a new pod was applied.